Event description:
While the resident was being transferred from a chair to a bed with a tempo lift, the sling released from the dynamic positioning system sling knobs. The resident fell to the floor. No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration # (B)(4)) on behalf of the MFR bhm medical, inc (registration # (B)(4)). Please note that this product is no longer mfg and previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by bhm medical, inc and any medwatch reports will be submitted under registration # (B)(4). An arjohuntleigh technician performed an on-site eval after the incident, but info was vague with very few details given or known by persons interviewed. The caregivers involved were not available to be interviewed. Neither the facility's internal incident report nor written statements were released. The lift was fully tested and functioned properly in accordance with MFR specs. The sling involved was not quarantined after the incident and was not available for inspection. Add'l info will be provided following the conclusion of the MFR's investigation.